Manufacturer narrative:
His supplemental report is being submitted to provide the device evaluation results. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM reported that the device was disassembled and found that along with being cracked down the side, the guide way in the trigger tube was damaged, a piece of plastic broke from the tube and got lodged in the guide way, preventing the user from switching between firing positions using the index lever. To engage the selector pin, the spring contained inside the index lever must be slightly compressed. If this is not done, the pin may shear trigger tube resulting in the observed damage. The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The device returned to olympus for evaluation. Visual inspection was performed on the received device and found one ring band loaded on the distal tip, and the band has no damage. The applicator was set half way to the first firing position revealing the damaged trigger tube. The trigger tube appeared to be misaligned, twisted with a small crack causing the resistance when changing the firing positions or actuating the handle. The functional testing noted that it became difficult to extend or retract the tongs. There was no damage noted on the thumb ring or the applicator distal features and were found to still be within the specifications. Based on the evaluation findings, the damage of the trigger tube is likely due to excessive force while changing the firing positions which contributed to the user¿s complaint. The 006889-901 instruction manual gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator. Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use. Do not use tongs if out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that approximately 10 minutes into a tubal ligation procedure, the first fallope ring tore through the patient¿s tube as it was deployed. There was minor bleeding observed. It was reported that the second fallope ring would not deploy. The doctor cauterized the patient¿s fallopian second tube and completed the intended procedure with a different device. The patient was discharged and is reportedly doing well. Additionally, the user facility reported that the pre-loaded applicators, dilators, and guides enclosed in the kit were used and was inspected prior to the procedure with no anomalies notes.